Event description:
During a in clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was not performed on th device and instead will be exchanged due to elective replacement indicator (eri). The patient was stable with no consequences.